Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated lead revision and device exchange procedure, technical support was contacted to ensure that the electrical parameters of the replacement device were within normal limits. However, technical support observed that there was myopotential oversensing on the replacement device. The event was resolved by reprogramming the device. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device exchange procedure conducted due to normal battery depletion, myopotential oversensing was noted on the new replacement device. Technical support was contacted and device reprogramming was conducted to resolve the event. The patient was stable with no consequences.